Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again; however, when the procedure was continued, the stent strut was noted to be deformed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again; however, when the procedure was continued, the stent strut was noted to be deformed. The procedure was completed with a different device. No patient complications were reported. Synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut rows were damaged with stent struts lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.